Event description:
Boston scientific received information that during an attempted left ventricular (lv) lead implant with this rapido guide catheter, the patient's vessels were too small so a non- boston scientific lead was implanted. When the physician was cutting away the catheter, the blue tip at the end broke off. Scissors were used to cut the rest of the catheter off the lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
This product was later returned for analysis.

Manufacturer narrative:
Upon receipt, this rapido guiding catheter was returned with blood on the shaft and on the luer. The tip was separated 2 centimeters proximal to the distal end. The fracture face was jagged. The entire length of the guiding catheter was cut. There was no other damage noted to the guiding catheter.